Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 435 mg/dl to 300 mg/dl. Customer also stated that insulin pump received hardware low level failures alarm and they were able to clear and able to rewind the insulin pump. Customer stated displacement test was passed. The insulin pump will not returned for analysis.